Manufacturer narrative:
H6: additional method code: 4109. Corrections in d9 and h3. Additional information in h6: investigation type, findings, and conclusions. Device evaluation: visual inspection revealed the tip is twisted/deformed. Root cause: the failure of tip deformation could be attributed to excessive torsional forces applied during use. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge medical's control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that during a surgery, three polaris plug drivers weren't locking, weren't gripping properly, were slipping through, and that they weren't completing the final tightening of the lock. Provided photos show two drivers with fractured tips and one with a twisted tip. There was no patient harm. This is report two of three for this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2025-00318 through 3012447612-2025-00320.

Event description:
It was reported that during a surgery, three polaris plug drivers weren't locking, weren't gripping properly, were slipping through, and that they weren't completing the final tightening of the lock. Provided photos show two drivers with fractured tips and one with a twisted tip. There was no patient harm. This is report two of three for this event.